Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 29mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of seven (7) years and three (3) months due to severe valve degeneration resulting in mitral stenosis and mitral regurgitation. The tmvr procedure was performed with a 29mm edwards transcatheter valve. Post valve deployment, some mild central mitral regurgitation with coaptation of the leaflets were seen. The surgeon decided to free post dilate with three extrasystoles. The valve was post dilated using edwards delivery balloon with good results. There was no mitral regurgitation noted. There was no immediate complication. The patient tolerated the procedure well. The patient was discharged on pod #1 in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.